Event description:
The customer reported that the live image was blurred to the point of being unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors on the high voltage chain were cleaned the system was then found to be operating as intended.